Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir o-rings/stopper groove for anomalies and none were found. Ran basal, bolus and leaking tests. No leaks or dripping noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when he filled the tubing, it pushed the insulin and when he let go of the act button, the fill tubing message would not clear. Customer stated that this happened twice this morning. Customer stated that his blood glucose has been high in the last 2 days. Customer was changing his infusion set and the insulin continued to drip out after he released the act button. Customer's blood glucose was 350 mg/dl at the time. Customer stated that the insulin continues to drip after the motor stops during the manual prime process. Customer is unable to exit the preparing to prime loop. Customer stated that the pump pushed insulin from 2ml to just below 1ml. Troubleshooting was performed and customer stated that he received a 2nd series of beeps and numbers appeared on the screen. Customer was explained that an infusion set change resolved the issue. It was explained that the liquid on the inside of the tubing connector can temporarily block the vents.